Event description:
The patient presented with a 20 cm long popliteal artery aneurysm. The sfa vessel diameter was 7 mm and the popliteal vessel diameter measured 9 mm. Two viabahn devices were intended for the treatment of the aneurysm. An 8 x 10 viabahn device was advanced through a 12 fr introducer sheath over a .035 inch guidewire to the target site (proximal end of aneurysm). The physician pulled on the deployment line and the initial 1 cm appeared to deploy and expand. Following a pull of the deployment line for the next 2 cm, the line became taught and the distal end of the device inside the aneurysm began to curl. The physician was unable to pull the line any further. The device was pulled back to the introducer sheath and removed with the sheath. The procedure was completed implanting 2 fluency stents without any adverse outcome for the patient.

Manufacturer narrative:
The investigation into this event is currently in process. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and pre-release specifications were met.